Event description:
I've been using complete moistureplus for approx. 3 yrs. I've had numerous medical issues with my eyes including: eye pain, eye redness, severe sensitivity to light, and feeling like something was constantly in my eye(s). These occurences would last a week to several months over the course of two yrs. I would switch from contacts to wearing eye glasses. I have also been told I'm not a candidate for lasik eye surgery, based upon my left eye cornea being too thin in a particular area. I went to my eye dr in 2007, regarding severe redness and pain in my left eye. My dr gave me prescription eye drops and I went without wearing my disposable contact lenses for a duration of 2 weeks - approx. It has come to my attention that my eye problems could be the result of using complete moistureplus products. Frequency: daily. Diagnosis or reason for use: contact solution.